Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: hh90t01, serial# (B)(6), product type mobile platform product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that yesterday afternoon they were not able to get the external devices to connect to the pump, but then stated they were able to connect to the pump and bolus. Per the patient, it was taking longer and longer to connect, and they had not been able to bolus since yesterday morning. The patient stated that they bolused 10x a day. The patient was trying to connect to the pump and was getting ¿communicator not found.¿ the patient had not charged the communicator and was not sure when the last time they had. The agent had the patient plug it into the ac powercord and they were seeing the orange battery light. The patient was going to leave the communicator plugged in until it was solid green and would call back if they needed further assistance. The patient called back after charging the communicator until the battery indicator light was solid green, but they were still getting "no pump found.¿ the patient did a reset to the communicator and the handset which did not resolve the issue. A replacement communicator was requested from the repair department. No patient injury reported.